Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additional attempt to get more information was made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot number reported (0184910) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. According with this investigation there is not enough information like a sample or picture to understand the failure experimented by the customer in order to determine the root cause of this issue. As part of the investigation a review of customer complaint records was performed; according with the cc¿s records, no additional complaints were received for the same product family. H3 other text : see h.10.

Event description:
It was reported that the bd¿ nestable sharps collector lid opened back up after being closed. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about sharps collector's lid that does not shut. According to the customer's report, the user closes the lid but the lid then opens naturally."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ nestable sharps collector lid opened back up after being closed. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about sharps collector's lid that does not shut. According to the customer's report, the user closes the lid but the lid then opens naturally."